Event description:
When the first device was implanted the health care provider (hcp) hit a nerve and the patient experienced issues with his right foot. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 389033, lot # j0306693v, implanted: (B)(6) 2003, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).